Event description:
The distributor reported regarding an event of poor absorption capacity of the dressing happened on 26 dec 2024. The dressing was unable to absorb tissue fluid effectively, leading to the drainage of tissue fluid from the dressing. A photograph was received from the complainant.

Manufacturer narrative:
E1: complainant street address: (B)(6), patient country: taiwan, province of china, complainant phone: (B)(6), name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary photograph, video and/or physical sample evaluation: there was photo associated with this case. However, the reported defect cannot be seen. No unused return sample was expected. Batch record revision results: packaging process performed in the doyen a line: lot 3g05808, order 1692572, material 1704769, was manufactured on 31/jul/2023 in the doyen a manufacturing line, with a total of 10,800 market units (mkus). The complaints investigator performed a batch record review on 24/feb/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bom bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Extrusion, lamination & cutting process performed in the elc #11 line: the subassembly lots 3g05815 and 3h01730 were manufactured in the elc #11 line. The complaints investigator performed a batch record review on 24/feb/2025 and it was confirmed that the applicable procedures were followed, the materials were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Mixing process performed in the amk mixer large #3 manufacturing line: the subassembly lots 3g04491, 3g05360, 3g05359, 3h00341, 3g05361 and 3g03890, were manufactured in the amk mixer large #3 manufacturing line. The complaints investigator performed a batch record review on 24/feb/2025 and it was confirmed that the applicable procedures were followed, the materials were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Review of the batch records showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Mass sublots revision results the quality inspection of the mass sublots was conducted for the following erp materials and their respective lots: erp material 1003687 (polyisobutylene medium hard: pc2m30-1, pc3a2-1, pc2l3-1, pc2m31-1, pc2l2-1. Erp material 1003700 (oil mineral usp): 715756, 715277, 715218. Erp material 1003751 (sis polymer): 8209091424, 8209101425. Erp material 1003888 (tetrakis methane): 26641360, 0026594692. Erp material 1050902 (pectin usp grade 900kg mix): sk30040655, sk30040080, sk30040898. Erp material 1050903 (sodium cmc fcc-grade 900kg mix): 80005, 80008, 80129, 79990. Erp material 1050904 (gelatin usp/nf 900kg mix): ot112-4, ot133-3, ot133-2, ot044-2, ot056-4. Erp material 1254962 (rubber butyl 402): z210525p11, z220324p04. Erp material 1738453 (rosin pentaerythritol florarez 100h): 138081, 137803, 138082, 138101. The inspection results were acceptable, with no issues identified. Historical complaints review: on 24/feb/2025, the complaint investigator ran a query in database to verify the complaints reported for the lot 3g05808 and the malfunction "dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate" and as result no additional complaints were identified during this search as per work instructions (wi). Historical nonconformance review: on 24/feb/2025, the complaint investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction "dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate" for lot number 3g05808. As a result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 01 defective part confirmed to date from a lot size (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusion: a batch record review was conducted for the final product lot 3g05808, including the bulk lots (3g05815, 3h01730, 3g04491, 3g05360, 3g05359, 3h00341, 3g05361 and 3g03890), confirming that all relevant tests required during the manufacturing process and final product release were completed and met the necessary standards. No discrepancies or corrective and preventive actions (CAPA)s related to this issue were identified in the documentation and equipment used during testing was within calibration, ensuring the reliability of the results. Additionally, a defect rate analysis was performed, and the affected quantity falls within the acceptable quality level (aql) for this type of defect. No changes to the end-to-end manufacturing process or components used during assembly of the batch were performed. The annual testing review of the chemicals used also showed acceptable results, indicating that there are no issues related to the raw materials or manufacturing processes. No supplier changes were identified. Based on preliminary investigation results, given that the batch review, defect rate analysis, chemical reviews all returned acceptable results, and no additional complaints were reported for lot affected related to the malfunction "dressing/ribbon/gel handles insufficient wound exudate or does not retain absorbed wound exudate" this issue certainly appears to be an isolated incident. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.